Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display was blank. It was noted that audio tones were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/5014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings:.powered the pump on and the display is clear and legible. Call service alarm observed in the history but testing could not cannot duplicate blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.